Event description:
A healthcare facility in (B)(6) reported that the 0.5 humidifier connection tube was missing from two (B)(4) breathing circuit kits. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The (B)(4) adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. (B)(4). The complaint devices were not returned to the manufacturer for investigation as the missing drylines were provided to the customer and they were able to use the devices. The investigation is based on the event description. The dryline was missing from two (B)(4) adult breathing circuit kits. A lot check revealed no other complaint of this type for lot 110419. The breathing circuit package consists of a number of components grouped together during production. It is likely that the 0.5 m humidifier connection tube was omitted during the packing process. There are standard operating procedures in place to assist operators on the production line to correctly pack breathing circuits. (B)(4). Device not returned.